Event description:
Device malfunction: difficult to remove, failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The clip was fired and reportedly, the device could not be removed. The physician unsuccessfully depressed the safety release button and the vessel locator button several times, retracted the thumb advancer and applied force in the retrieval attempt. The device was opened and the clip applier was retracted; however, the device remained stuck in the patient. The physician cut the applier tube with scissors, the vessel locator wings partially closed and the device was ultimately removed. Manual compression was applied to achieve hemostasis. There were no adverse patient effects. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.